Event description:
The provider states the chair resides in a facility and both the left and right wheel lock screws have stripped out. He states the caregivers use the extensions on the wheel locks as if they are the foot operated lock and this is causing the issue.